Event description:
A customer observed positively biased vancomycin (vanc) results for a quality control sample. No biased patient sample results were reported. There was no report of patient harm as a results of this event. Biased results fo this direction and magnitude observed m,y lead to inappropriate physician action should they occur on patient samples. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event found that there is no evidence to suggest that the vitros 5,1 fs analyzer or vanc reagent pack was not performing as expected. The definitive root cause of this event is unknown however user error (vanc pack reagent handling) could not be ruled out as a potential root cause. The investigation confirmed that the user's reagent pack handling practices could potentially result in reagent pack storage beyond the on-analyzer stability claim. This practice is contrary to ocd recommendations as stated in the instructions for use. Once vanc pack handling practices were corrected, expected performance was obtained.